Manufacturer narrative:
H6: the device was returned for an evaluation. Ventec performed an evaluation of the customer's device but was unable to duplicate and confirm the reported issue. Ventec also downloaded the device's electronic records from the event for review and was unable to verify the reported issue. The cause of the reported issue could not be determined.

Manufacturer narrative:
The device has not been returned to ventec for an evaluation yet.

Event description:
It was reported that the device stopped working while a patient was under treatment. There was no patient harm reported.